Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump software was suspending insulin delivery inappropriately. Customer experienced an elevated blood glucose that was over 500 mg/dl with diabetic ketoacidosis (dka) that was identified as life threatening by a health care provider. A correction bolus was delivered to address bg via manual injection. The customer reverted to manual injections for insulin therapy. No additional information was provided.